Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that before surgery, the device's functionality was tested with the patient simulator, both channels (red and blue) work perfectly to the stimulus applied with the monopolar probe, the tubes are shown with their technical specifications and mode of use. When the return and ground electrodes are intuited and placed, the electrodes are checked on the nim screen showing impedances within normal limits with an event threshold of 100 uv. Anesthetist uses moderate-length muscle relaxant, which according to its dosage, its clinical duration can vary from 50 to 110 minutes. At 45 minutes the medical team begins the search for the nerve with the monopolar probe, demanding that the relaxation be reversed. At minute 65 they identify the nerve (visually) but the nim does not give any response. An electrode, muscle relaxation check is done, but the nerve cannot be identified during the 4 hours of surgery. In the final part of the surgery, the anesthetist realizes that there is a leak in the ventilation and has to inflate the cuff again. Patient was alive-no injury.